Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03165.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for revision due to dislocation. Surgery has not been scheduled as patient developed dvt. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with x rays provided and reviewed. X-ray review confirms that the hip is dislocated with the femoral head superolaterally displaced. There is no fracture or evidence of component loosening. There is an incompletely visualized metallic structure overlying the lesser trochanter. It is unknown what the metallic structure is and also it is also unknown if it is a zimmer biomet device. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.